Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. In addition, there was no repair history for the subject device. The exact cause of the reported event could not be conclusively determined. However, it is assumed that the problem was caused by the user not sufficiently drying the electrical contacts of the video connector, connecting the connector with foreign substances (chemical residue, water stains, sebum stains, dust, gauze, etc.), or problems other than the device in question (camera head, monitor). The electrical contacts may have become temporarily unstable, causing the image transmission between the camera head and the video processor to fail and the image to be lost.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. The user cycled the power of the subject device three times, however the issue could not be resolved. After that, the user cycled the power of the subject device, the issue was resolved. Therefore, the user completed the procedure with the subject device. There was no report of patient injury associated with the event.